Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt connection) has been confirmed. Upon investigation the monitor receptacle was glued into the trunk connector. The root cause for the glue connector was unable to be positively identified. No adverse event resulted from the defective equipment. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case and damaged belt connection) has been confirmed. Upon investigation the monitor was received in a damaged condition. The monitor's electrode belt connector was broken free and missing from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment. Device manufacturer date: monitor: 04/06/2015. Electrode belt: 06/06/2013.

Event description:
A us distributor reported that a patient had a damaged monitor case and damaged electrode belt connection.